Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days following the implant procedure, the left ventricular (lv) lead exhibited high threshold measurements and a decreased in impedance measurements from 1300 ohms to 600 ohms. A lead dislodgement was suspected. No adverse patient effects were reported.